Event description:
An article published titled, "a case of treating complicated cataract after icl implantation with femtosecond laser-assisted phacoemulsification cataract extraction" found caution is necessary when focusing the femtosecond laser on eyes with icl. Reportedly, the patient experienced decreased vision in both eyes. The patient underwent icl extraction, cataract phacoemulsification, and intraocular lens (iol) implantation in the right eye and for the left eye he underwent icl extraction, femtosecond laser, assisted cataract phacoemulsification, tension ring implantation, and iol implantation in the left eye without complications. Femtosecond laser, assisted cataract surgery demonstrated advantages in a complicated cataract patient who had previously undergone icl implantation. However, the precision required for laser positioning may lead to icl damage, and gas bubble accumulation can hinder complete nuclear fragmentation. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
Cataract and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).